Event description:
It was reported that the patient received inappropriate shocks. Noise was present on the right ventricular lead and there was an apparent lead fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned, analyzed and the proximal conductor was fractured. It was noted that the lead appears to have been implanted with a bend in it at the fracture site. It was also noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient received inappropriate shocks. Noise was present on the right ventricular lead and oversensing was also reported; there was an apparent lead fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.